Manufacturer narrative:
Exact date unknown, event started a couple of months prior to the revision.

Event description:
It was reported that the patient was having difficulty charging due to adepth. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.